Event description:
It was reported that during the changeout procedure it was observed that this ventricle lead had insulation degradation. The lead was repaired using a lead repair kit and remained in use is operating as programmed and as expected. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Revision to the initial MDR in block h6 device codes. This supplemental report was created to capture additional information.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during the changeout procedure it was observed that this ventricle lead had insulation degradation. The lead was repaired using a lead repair kit and remained in use is operating as programmed and as expected. No additional adverse patient effects were reported.